Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 2 days, it was reported that the lead did not return any acceptable electrical measurement values. No deterioration in the pt's state of health was reported. The lead was explanted and a new one implanted.